Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
In response to the advisory noting the potential for internal device arcing during high-voltage charging, the cardiac resynchronization therapy defibrillator (crt-d) was prophylactically replaced. No device malfunction was observed while the device was in use, however, given the potential for loss of device functionality, the crt-d was explanted and replaced to preclude harm to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Device passed all electrical testing, however the device failed residual gas analysis for internal device minimum nitrogen content. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.